Event description:
Paramedics attended to a person diagnosed in cardiac arrest. The operator attempted to monitor the patient's ECG using disposable defibrillation electrodes. The monitor allegedly displayed excessive artifact intermittently and the patient's ECG was not discernable. The pt was described as having a lengthy down time. The pt was not resuscitated. The rptr indicated the alleged malfunction did not cause or contribute to the patient's death. This opinion was based on an assessment of the patient's condition.